Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported patient had revision surgery because implant was broken. Surgeon realized upon removal of implant that it was broken.

Manufacturer narrative:
The reported event that foot arch hoffmann lrf 180mm was alleged of 'instrument breakage identified out of surgery' could be confirmed since the device was returned for evaluation. In order to address the reported event, an opportunity for improvement has already been addressed through a CAPA and a new design and gluing process have been implemented. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported patient had revision surgery because implant was broken. Surgeon realized upon removal of implant that it was broken.